Event description:
1 sitter on cue pro unit not alarming when it should. Patient was on the sensor connected to the alarm unit. Patient had gotten up and the unit did not alart staff and staff found patient had fallen. Batteries were changed however status light was red.

Manufacturer narrative:
The product is scheduled to be returned but has not been received in by the manufacturer at the time of this report. Therefore, this event is reported based on the information provided by the customer: the unit did not alarm as expected during patient monitoring. The patient was connected to the sensor and alarm system and exited the bed; however, no alarm notification was generated. Clinical staff later discovered the patient on the floor after a fall. The reporter stated that battery replacement was attempted, but the device status led remained red. Confirmation of the customer's complaint and the root cause could not be determined. The customer was contacted regarding whether there was an injury associated with this event, but no response has been received so far.the instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened.warnings states do not allow batteries to deplete while in the alarm. Change batteries immediately when seeing the low battery led flash red. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. If the alarm low battery led is flashing red or the alarm does not power up, the batteries are depleted and must be removed. Do not leave depleted (dead) batteries in the alarm to avoid corrosion.all complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted.manufacturer reference file: (B)(4).